Event description:
A physician reported a hakim programmer ((B)(6)) was implanted via ventricular peritoneal shunt on (B)(6) 2011 with unknown setting. On (B)(6) 2021, an attempt was made to change the set pressure (1214), but it was not possible. Also, an attempt to change the pressure using a magnet however, the pressure could not be changed. During a follow-up visit on (B)(6) 2023, the patient presented with headache and vomiting. The valve was removed and replaced on (B)(6) 2023. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - the product code 82-3101 with lot clmcf9, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: no defects noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was tested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve passed the test for occlusion, leaks, reflux and pressure. The valve was dried. The silicone was cut just after the valve casing. The cam mechanism was gently moved. The valve was retested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was noted on the cam mechanism, on the spring and on the base plate. The cam magnets were controlled per process; the magnets failed. Root cause - the root causes for the programing issue reported by the customer could have been due to the biological debris and protein build up interfering with the valve mechanism and the abnormal polarization of the cam magnets. The root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.